Manufacturer narrative:
It was reported that during surgery the sureshot system was used. The first locking pin was positioned exactly, all further drilling went miss. The associated sureshot targeter was returned and evaluated. Visual inspection of the returned product found small cut on the cord and damage on the connector. The review of the manufacturing records for the listed serial number did not reveal any deviation from the standard manufacturing processes. A functional evaluation was performed by connecting the sureshot targeter to the sureshot interface unit. The device is recognized by the unit and functions as intended. A quality evaluation noted that damaged connector does not affect accuracy. Thus, the stated failure could not be confirmed. The targeter is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. Our investigation found that the subject device has been previously evaluated for similar events and an upgrade to the targeter has taken place. A second generation targeter has been released and is available (please reference device 71692851) for use. The sureshot device user manual is available, identifying pre-operative requirements for use and troubleshooting suggestions if needed. No additional actions are being taken at this time; however smith and nephew will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
Updated results of investigation: it was reported that during surgery the first locking pin was properly positioned and all further drilling's were missed. Surgery was concluded with angular geared drill and x-ray. It was confirmed that extra bone holes were done. Only the sureshot targeter, used in treatment, was returned and evaluated. The probe was not returned for evaluation. Visual inspection of the returned product found small cut on the cord and damage on the connector. The review of the manufacturing records for the targeter did not reveal any deviation from the standard manufacturing processes. A functional evaluation was performed and the device is recognized by the unit and functions as intended. A quality evaluation noted that the damaged connector does not affect accuracy. Thus, the stated failure could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. The reported failure has been identified in the risk assessment and possible causes of the failure could include but not limited to an incorrect distance of the probe, set stop of the drill guide not fully seated or incorrect probe bend profile. A complaint history review did not find similar failures for the targeter, but similar failures have been identified for the probe. Since probe was not returned for evaluation, failure mode could not be confirmed. This failure mode is being monitored for future complaints. Our investigation found that an upgrade to the targeter has taken place. A second generation targeter has been released and is available (please reference device 71692851) for use. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however smith and nephew will continue to monitor for future complaints and investigate further as necessary.

Event description:
It was reported that during surgery. The sureshot system was used. The first locking pin was positioned exactly, all further drillings went miss. Delay of less than 30 minutes. There was no injury however there is a danger of a renewed fracture due to incorrect drilling. Surgery was concluded with angular geared drill and x-ray.